Event description:
Ous MDR - it was noted that an increased current consumption had occurred causing the pacemaker to no longer be interrogateable. A reset was performed unsuccessfully so it was explanted. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.